Manufacturer narrative:
The customer reported that an spo2 sensor cable provided a shock to a pt. Philips will be verifying that there is no health risk. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. Once the investigation is completed, a final report will be submitted.(B)(4).

Event description:
The customer reported that an spo2 sensor cable provided a shock to a pt.